Event description:
Customer reported that unexpected negative results were obtained with capture-r ready-ID for a patient with a history of anti-k.

Manufacturer narrative:
The image result files were reviewed by an immucor technical support specialist. All reactions visually appeared as reported by the instrument. All other samples reacted as expected. The customer confirmed that the patient did not have a history of anti-k as initially reported by a different facility. The customer performed a dat using manual tube technique and the dat was negative. Phenotyping of the patient also resulted as k negative. Manual testing by tube method with an antibody identification panel (panocell) was negative as was a screen performed using mts gel. The customer was informed that the issue appeared to be sample related and that the anti-k appears to be developing. There were no product deficiencies identified.